Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 am after the end user reported that her prodigy diabetes glucose meter was not operating properly. The end user stated that she was sweating and her heart was beating fast. At the time of the medical event her blood glucose reading was in the 200 mg/dl range. The paramedics were called and performed a blood glucose test with their meter and the result was 246 mg/dl. No treatment was performed by the paramedics and the end user was not transported to the ER. No further information was provided in relations to this medical event.